Event description:
It was reported the patient was hospitalized in 2009, due to endocarditis and aortic stenosis with leaflet thickening as seen on an echo. The patient's mean gradient was 42 mmhg. Additional information has been requested.